Event description:
Customer reports: air bubbles are forming in the needles.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review indicates that that all acceptance criteria inspections per established sampling levels were within acceptable limits. There were no samples submitted with this complaint. The reported condition could not be confirmed. Without a sample we are unable to perform a thorough follow up investigation to include a functional and visual evaluation or to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned in the future, this complaint will be reopened, and the investigation updated to reflect our findings. Unfortunately, without a sample we are unable to confirm the reported condition. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time this information will be utilized for trending purposes to determine the need for corrective actions.